Event description:
Ems personnel were delivering 360 joules to pt who was lying on floor (pt had urinated therefore carpet was wet) and received a shock. It is also thought that pt's hand was touching the emt's knee.